Event description:
It was reported that for more than a year, the pump had not been functioning right. The patient did not get enough pain relief. He would go in every once and a while and they were increasing the dose. They suspected that the ¿tube is kinked¿ and they were going to ¿shoot some dye into the tubing¿ and he would have an x-ray at the end of (B)(6). At his last two refills there were volume issues. On (B)(6) 2014, there should have been 7 ml remaining, but there were 14 ml left; the time before there was 20 ml left. The only pain relief the patient received was from his ptm (personal therapy manager) boluses. The pharmacy didn¿t have bupivacaine at his last refill on (B)(6) 2014, so they gave him more morphine instead of waiting; prior to that the pump had been delivering bupivacaine and morphine. The pump was refilled very 52 or 62 days. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# c79120, implanted: (B)(6) 2011, product type: accessory. Product ID: 8590-8, lot# n287743, implanted: (B)(6) 2011, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).